Event description:
Boston scientific received information that this left ventricular (lv) lead perforated the coronary sinus with a guide wire. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the allegation that this left ventricular (lv) lead had perforated the coronary sinus with a guide wire was not confirmed. The analysis did not reveal any sign of a material or manufacturing problem. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.